Event description:
While finishing up a cath case with angioseal, when the tech opened the packaging they found that the stylet portion of the device clearly had a hole in it. This was reported to the rep, who will come pick up and send the device for analysis.